Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable following unrelated surgical procedures. It is unknown whether the ipg was set to surgery mode prior to the procedures.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.